Event description:
The customer reported a leak of blue fluid dripping from under the coulter lh 750 hematology analyzer. The volume of the leak was approximately twenty milliliters and was not contained within the instrument. The customer could not identify the source of the leak. No instrument error messages were generated in connection with this event. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. There was no death or injury associated with this event. No patient results were affected by this event. There was a risk management plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) identified the source of the leak was a hole in the tubing at a specific pinch valve. While the fse was replacing the affected tubing it was noticed that the secondary rinse cup was cracked and it was replaced as well. The red blood cell and platelet calibration factors were also adjusted. There was no further evidence of leaking observed. The cause of the primary leak was a hole in the tubing at a specific pinch valve. The cause of the secondary leak was a cracked secondary rinse cup. No discrepant results were generated for this event however the primary failure mode may cause erroneous patient results without instrument generated flagging to be generated upon recur. (B)(4).